Event description:
The patient felt he was showing symptoms of an inflammatory mass. His whole body was tingling and tightening up. There had been a gradual impairment over the past two weeks; it was to the point where he could barely take a step. He also had pain and tingling in his arms and couldn¿t close his hands. At the time of this report the patient had a healthcare provider at his house evaluating the pump. The pump was used to deliver lioresal and marcaine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).